Event description:
The customer's daughter reported that when she found her mother incoherent, she tested her sugar and received a reading of 320 mg/dl. The paramedics were called and obtained a reading less than 20 mg/dl within 15 minutes. They treated customer intravenously with glucose and transported her to a local hospital where she was diagnosed and treated for hypoglycemia. There was no report of death or permanent impairment with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.